Event description:
On 04/13/04, hcp reports patient has had several eye infections since wearing contact lenses. Diagnosed corneal vascularization, keratitis ou, corneal scar os. Prescribed tobradex. Two months later, hcp reports no more floaters or problems per patient. Tobradex tapered to off and alomide increased. Six months later, hcp reports follow-up for keratitis; continue alomide. In 2005, hcp reports patient hasn't been wearing contact lenses but has active vascular pannus bilaterally and relatively central corneal scar os. Patient started on zaditor one week earlier. Six months later in 2006, hcp reports patient was diagnosed with myopia and refused to wear glasses - hcp recommended use of glasses at the minimum while in class. Four months later, specialist reports anterior stromal scar os suggestive of a past infection from her contact lens wear; corneal neovascularization; corneal scar os is minimal at this point. Recommendation of no contact lens wear.

Manufacturer narrative:
No product was returned for evaluation and no lot number information was provided. Based on available information, no root cause can be determined and no conclusion can be drawn.